Manufacturer narrative:
A patient experiencing ineffective stimulation due to high impedance was reported to abbott. No surgery planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. X-ray imaging revealed migration of one lead. Additionally, diagnostics revealed high impedances on one lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.